Event description:
The customer reported experiencing high blood glucose. The customer stated that he went to the emergency room due to hives and was given a steroid shot. The customer stated that he uses two blood glucose meters and his reading was 521 and 462 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. During the call, was found that the customer did not bolus for dinner. Advised the customer to contact his doctor for advice of how much to enter for bolusing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.